Event description:
It was reported that the patient presented via merlin.net transmission. The device exhibited non-sustained right ventricular oversensing. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were discussed, no intervention was performed. Patient was stable.